Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified number of needle 25x5/8 rb of needle 25x5/8 rb had missing label content before use. The following was reported by the initial reporter: "it was reported that the packaging is missing the ce marking. Per email: please assist (B)(6) with the package picture of items 305122 & 305125 with the ce mark. He stated that the declaration-of-conformity, stating the items are bd ce mark, but the packaging that his customer received doesn't state that . Please provide him with a package picture that has that information. His phone number (B)(6) if needed. We already have the needles in stock and have identified that there is no ce mark on the box or packaging. What we need from bd is the date of when these were removed from their ce declaration of conformity since the products are not ce marked. 305122 & 305125. Do you have an updated doc to send us for these needle products? I have attached the current doc we have."